Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Refer to the following medwatch # for the report involving the gore tag thoracic endoprostheses: 2017233-2013-00626.

Event description:
On (B)(6) 2013, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. It was reported that angiography following a touch-up ballooning with a gore tri-lobe balloon catheter revealed a proximal type I endoleak, and additional touch-up ballooning was performed twice to repair the endoleak. The endoleak slightly remained, but the physician decided to monitor the pt and completed the procedure. It was reported that after the procedure on the same day, the pt complained of back pain and his blood pressure increased. CT images showed a debakey type iiib dissection. Antihypertensive drug treatment was provided to the pt. It was reported that the pt was discharged within a week and currently in a good condition under continuous antihypertensive therapy.